Event description:
The lay user/patient contacted lifescan in 2006 and alleged that her one touch ultrasmart meter was reading inaccurately high. The medical affairs specialist (mas) was able to speak with the patient on the next day and obtained further information from her. The patient informed the mas that on previous day at 10:30 pm, she tested on the reported meter with a result of 408 mg/dl. She was not experiencing any symptoms of high or low blood glucose at that time. She mentioned that normally with high blood glucose readings, she feels fatigue, has a headache, and is thirsty. However, this time she "felt fine." Based on her sliding scale and the meter result, she took 5 units of novolog insulin. Two hours later at 12:30 am, she tested again on the reported meter with a result of 401 mg/dl. Again, at this time, she was not experiencing any symptoms. She took 3 more units of novolog (based on her sliding scale) and 20 units of lantus at bedtime. Five hours later, at 5:30 am (the following day), the patient woke up feeling weak and "strange." She tested on the meter with a result of 64 mg/dl. She felt that her blood glucose was low and therefore, ate some sugar and went back to bed. At 8:30 am, she was still feeling weak, so she tested again and obtained a result of 58 mg/dl. She ate breakfast and felt better. The patient did not seek any medical attention or treatment. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration date. The patient was walked through two control solution tests (with two different test strip vials) and both tests passed within range. Although the meter was within specifications with the control solution test and it provided a low result when the patient experienced low symptoms, this complaint is reported because the patient took insulin based on the meter results and experienced symptoms suggestive of hypoglycemia the next morning. A replacement meter, control solution, and test strips were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.